Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this device was explanted due to infection. The cause of the infection was not obtainable. No other resulting adverse patient effects were reported and no return of product expected.